Event description:
It was reported that during an intramedullary (im) lateral entry femoral nailing the drill bit would not easily pass through the nail, it hit the nail when drilling for the distal static locking screw. The surgeon used the triple sleeve and manipulated it in all directions until it found a hole. Once drilled the screw was inserted without difficulty. This procedure was successfully completed with a twenty (20) minute surgical delay. The patient status/outcome was reported as fine. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.